Manufacturer narrative:
D9: 19-feb-2024. Device evaluation: one device was returned for investigation. Visual inspection found a crack was in the female luer connector. During the third leak test attempt the female luer present a damaged in the connection part. However, the damage was not similar to the sample reported. Based on the replication of the failure mode the crack reported is not attributable to the manufacturing process. Root cause could not be established. No lot number was provided, therefore no device history report (DHR) review could be performed. A notification was sent to the supplier.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the installation and use of the l-70 disposable tubing, multiple cracks or water leaks were found at the "interface". Eight (8) products were affected. The event occurred somewhere between october and november 2023. There was no patient involvement and no patient harm/adverse event reported.